Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, insulation breach at distal end was observed. No electrical anomalies were noted. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable.

Manufacturer narrative:
A partial lead measuring 15.7 cm from the connector pin was returned for analysis. External insulation abrasions breaching the optim sheath only were noted at 11.8 to 12.5 cm and 13.4 cm to 13.9 cm from the connector pin, consistent with friction to the device can. The silicone insulation beneath was intact.